Event description:
It was reported that during an open anterior resection procedure, everything was smooth until the surgeon fired the device. The surgeon fired the device until a loud "click" sound was heard. The stapler was stuck inside the rectum. The surgeon forced the stapler to come out and noticed an incomplete firing occurred with some partially closed staples. The surgeon used suture to control the bleeding and do the resection again. A new device was used to complete the procedure with no abnormalities. The procedure was prolonged 60 minutes. The pt was in stable condition immediately following the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. However, the knife was noted to have nicks. The damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired, cut and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degree in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for add'l info needed. A batch record review was performed and no anomalies were found during the manufacturing process.